Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the dwell stage, where the care giver stated the supply bag disconnected. The assignable cause for the reported condition was determined to be supply bag disconnected without falling because disconnected disposable tubing is a known cause of this type of alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of six the technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient indicated that the bag became disconnected prior to the alarm occurring, with no obvious cause for the disconnection. There was no patient injury or medical intervention in association with this report. No additional information is available.